Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: code c21 - the device was implanted but the delivery system will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: (date: (B)(6) 2026), the patient underwent endovascular treatment of descending aortic focal dissection using the gore® tag® conformable thoracic stent graft with active control system (cmds). A dsf2033 introducer sheath and a lunderquist guidewire were used. After deployment of the cmds device via rcfa, an issue occurred during attempted retraction of the delivery system. The catheter tip became entangled with the exposed bare metal wire of cmds device. During subsequent advancement and retraction attempts, the bare metal wire was torn and partially separated from the cmds device. Despite this, the catheter tip remained connected to the device with the wire. A 7 fr long sheath was introduced via lcfa. A snare was used to capture and secure the floating bare metal wire. A 16 mm balloon was advanced via rcfa to stabilize the cmds device and prevent from migration. Controlled traction was applied to the delivery catheter to intentionally break the residual connection (torn bare metal wire). Subsequently, the delivery catheter was retracted slowly and safely. There were no residual complications observed following the procedure, patient tolerated the procedure.